Event description:
A caller reported that their pump display was frozen and unresponsive, affecting access to necessary functions. The customer's blood glucose level was within range, indicated as between 54-500 mg/dl, with no adverse impact reported. Technical support provided instructions for resetting the pump, but when the issue persisted, they replaced the pump. The customer opted to use multiple daily injections (mdi) as backup therapy to maintain insulin delivery and was guided on returning the malfunctioning pump.